Event description:
This x25 torque driver was found to be difficult to tighten the caps with. As such, the surgeon felt like a replacement was necessary given the fact that it is slightly stripped at the end tip. The case was completed with the other x25 torque driver from the expedium 5.5 system.

Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot number: gm4065501] was returned for evaluation. Visual examination indicated that approximately 1mm of the hexalobe on the x25 driver¿s distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the distal tip of the driver becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.